Event description:
It was reported that an arteriotomy closure was attempted in a non calcified left common femoral artery using a perclose proglide device after a peripheral interventional procedure. Reportedly, when the plunger was removed no sutures were retrieved, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. No clinically significant delay in the procedure or therapy was reported. The physician is reportedly trained in the use of the perclose proglide device. Additional information was not provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Analysis of the device may have aided in a more definitive investigation in this case. The reported needle to cuff miss can be influenced by, but is not limited to, user technique, challenging anatomical conditions or manufacturing. Needle to cuff miss can occur if the operator fails to position and maintain the device at a 45 degree angle throughout deployment, rotates the device at any point during plunger/needle deployment, deploys the device in challenging anatomies (e.g. Heavy calcified arteries, morbidly obese patients, etc.), aggressively deploys the plunger or aggressively removes the plunger, or fails to maintain adequate foot position against the arterial wall. Needle trajectory can be influenced by user technique. The proglide instructions for use (IFU) and training aid provides instruction for the techniques/deployment procedures used to assure the successful delivery of the suture and closure. A change in angle or torque of the device during use could translate to a change in needle trajectory leading to needle to cuff miss as reported in this case. As the needle travels through tissue, the needle trajectory can be influenced by scarred or calcified tissue and be deflected away from the cuff during deployment. The amount of deflection will depend on the severity of the anatomical conditions. However, there were no reported anatomical conditions in this case. During manufacturing, the needle is partially deployed to verify the travel path (trajectory) to the cuff within the foot, thus ensuring proper deployment. A sample is also taken from the lot for destructive functional testing to verify the quality of the lot. There does not appear to be any indication of a product quality deficiency. Based on the investigation of the reported information and the inspection criteria, a definitive cause of the reported needle to cuff miss could not be determined. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of birth (patient was reported as being born in (B)(6)). Estimated weight (patient was reportedly approximately (B)(6)). The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all additional relevant information.